Manufacturer narrative:
(B)(4). Concomitant medical products: unknown distal humeral component, unknown humeral head, unknown intercalary segment. Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Visual and dimensional evaluations could not be performed as the product was not returned. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02162, 0001825034 - 2019 - 02163, 0001825034 - 2019 - 02164.

Event description:
It was reported that the patient underwent an initial tsa on an unknown date. Subsequently, the patient was revised due to unknown reasons. Attempts have been made and no further information has been provided.